Manufacturer narrative:
Batch review performed on 14 november 2018: lot 166527: (B)(4) items manufactured and released on 09 december 2016. Expiration date: 2021-11-21. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants revised: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r, (k090988), lot 166837: (B)(4) items manufactured and released on 06 february 2017. Expiration date: 2022-01-26. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r, (k121416), lot 166914: (B)(4) items manufactured and released on 16 january 2017. Expiration date: 2022-01-01. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 year and 4 months after primary due to infection. All implants are removed, wash out and implantation of knee sphere prosthesis. The patient was sensitive to staphylococcus aureus, "from the culture sample did grow anything."